Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2018. It was reported that the patient used an alternate blood glucose test site. No additional event or patient information is available. Data was received for evaluation, however confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined via data. Labeling indicates: when taking a fingerstick, it¿s important to do it correctly. Make sure you thoroughly wash and dry your hands right before. And remember: always use your finger, never another site.